Event description:
On (B)(6) 2012, leica microsystems received a complaint stating that the swing arm of leica m822 f20 surgical microscope came down on the pt's forehead. The pt did not need medical attention.

Manufacturer narrative:
This is an initial report. The malfunction (swing arm failure) occurred when the second observer was added to the microscope by a health care personnel. A leica field service engineer was on customer site and replaced the affected swing arm. Further investigation is still being conducted by the MFR. Once results or new info are obtained, a f/u / final form FDA 3500a will be submitted.